Event description:
The catheter was placed and immediately noted a hole in the catheter material. The catheter was removed and another one was placed.

Manufacturer narrative:
Eval: no product was returned. Unfortunately, without the actual complaint device, it is not possible to determine with certainty where on the catheter or how the damage may have occurred. This product is inspected prior to transport for a clean surface that's free of damage and imperfections. We will continue to monitor for similar complaints.